Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0209829660, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via the healthcare professional from a clinical study reported via a representative that there was constipation. There was no information about the actions taken, relatedness, and end date. No diagnostics/troubleshooting had been performed. It was unknown if the issue was resolved at the time of report. No surgical interventions had occurred and it was unknown if any was planned. The patient's medical history included fecal incontinence. Additional information received reported that the adverse event onset was (B)(6) 2016 which consisted of fecal incontinency and severe constipation. Hospitalization for functional exploration and proctologic exam under anaesthesia (anal stenosis excluded). Reprogramming was done but the outcome of the event was not resolved as the patient exited the study on (B)(6) 2016. The issue was reported to not be related to the procedure and related to the device. It was reported that the event was serious. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0209829660, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the hospitalization was the consequence of the surgery done in (B)(6) 2015 for coloanal anastomosis stenosis with wires removal. There was no relation with the device or therapy. No cause of the fecal incontinency and severe constipation was determined. Reprogramming was attempted. No further patient complications have been reported as a result of this event.